Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo of the device which contains the product code and the lot number was provided, these numbers were verified, and they are correct. Upon visual inspection of the photo, the device was observed that the suture and cover hand are missing from the device, also it appears to be broken at the distal part of the tip of the anchor; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l58063, and no nonconformances were identified. A manufacturing investigation activity has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint.; as a result, an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also per tm-tme0091 rev48, wi-ft0018 rev26, pic-vs121rev4, pic-vse0028 rev8, pic-vse0030 rev20. The result of this process check is successful, none of the 9 parts were non-conformed. So, there is no need to inspect more parts of the batch nor raise a non-conformance. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. According to process failure modes and effects analysis pfmea- 103161292 rev2: 0 complaints received over 28206 parts produced since 2016. With a ratio of 0.000 % < 0.02% and is ranking 1 (= improbable and negligeable). This risk is acceptable. Complaint research, with the same defect did show 0 other case with this issue from 2016 to now with the item reference (B)(4). Based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is not manufacturing related. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional in brazil that during an orthopedic procedure on (B)(6) 2022, it was observed that the 4.5 healix br anchor w/orthocord device had broken thread pitch and unusable. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.